Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient had a bowel resection on the day of this report and had turned the bilateral deep brain stimulators off prior to and turned back on post procedure. Patient was having some intermittent return of tremor and was concerned that the implantable neurostimulator (ins) was not on. It was verified that both devices were on. Right side was on and at 2.90v with group b and the left side was on at .8v with group c. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v925809, implanted: 2012 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40, lot# v047362, implanted: 2008 (B)(6); product type lead. (B)(4).